Event description:
On (B)(6) 2012, the patient contacted animas alleging that she was experiencing unexplained high blood glucose (bg) in the range of 200-300 mg/dl with no signs or symptoms of hyperglycemia. She reportedly noticed her bgs starting to elevate at the end of (B)(6). She stated that she was taking a medication that can cause her bgs to elevate. The patient did not specify what medication she was taking, but noted that her health care provider (hcp) did not feel that the medication was a problem. The patient denied any site/set issues and stated that she was changing the site every 2 days when her bgs were high. During the review of the pump's history, there were no alarms indicated, no delivery issues and no issues found with the pump's settings. The hcp recommended that the pump be replaced. It was indicated that the patient continues to be on insulin pump therapy but has decided to use a different pump. There were no indications of a pump malfunction to verify the patient's allegation. The reported bg excursion does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation of a non-specific malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 04/20/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/23/2012 with the following findings: a review of the total daily dose history from (B)(6) 2011 to end of the pump's use on (B)(6) 2012 showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There were no alarms or pump conditions noted indicating a malfunction recorded in the black box history. A review of the black box history and suspend history indicated that the pump suspended from (B)(6) 2012 and was not resumed until (B)(6) 2012. The black box history did confirm that the pump suspended several times. The pump's history revealed an occlusion alarm was recorded on (B)(6) 2012 and deliveries were not resumed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.